Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective air detector sensor was found. The customer's problem was replicated. The cause of the problem was a defective air detector sensor, and it was replaced to fix the issue.

Event description:
It was reported that the device had an air in line issue. The event occurred during testing, and there was no delay in therapy. There was no physical damage and customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.